Event description:
It was reported pt experienced loss of efficacy of medication over the past 3 months. The hcp indicated difficulty refilling pump at last refill date due to pressure and not being able to aspirate catheter access port site for dye study. Pump log indicated motor stall and pump restart occurred for unk reason. The pump contained morphine and bupivicaine with a concentration of 40.0 mg/ml and dose of 7.812 mg/day. The hcp decided to replace intrathecal drug delivery system. Pt recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.